Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A return kit will be sent to ¿(B)(6)¿ in the cvicu department. No other information was available. In future if we receive any repair information will reopen and update the child investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has ¿unable to calibrate¿ message on the pump and no bp indices. Customer has pressed the ¿zero¿ key several times and tried reconnecting the fo cable several times. The fo aline waveform is crisp and clean with good landmarks, sharp vs at inflation and deflation and a clear dicrotic notch. The bp would appear to be within normal limits based upon the appearance of the waveform. A bedside monitor shows a bp within normal limits. They tried several more times to calibrate without success. They zeroed the transducer and a clean waveform and bp numbers appeared. The fo was disconnected. There was no patient harm or injury reported. Related to balloon complaint mfg report number. 2249723-2024-03581.